Event description:
It was reported that the system 6800 would not make an x-ray exposure. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction could not be duplicated. The system was tested and found to be working as intended and placed back into service.